Event description:
It was reported that the blade broke during use. No further info was provided and the investigation is ongoing.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. The report will be updated when the investigation is complete.